Event description:
During the saphenous vein harvesting procedure, the air leaked out of the balloon on the short port. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.